Event description:
Reportedly, the device was explanted at implant due to regurgitation. The customer reported that a "(B)(6) female underwent tricuspid valve replacement due to ebstein disease. After they had implanted the valve, they tested it and noticed through echo that regurgitation occurred. The regurgitation seemed to be central and towards the ventricular septum. They explanted the valve and implanted [the same model but larger] device which had great performance. They inspected the explanted valve but they did not find anything that could be seen.

Manufacturer narrative:
Additional manufacturer narrative: (B)(4) 2011 - research and development completed the functional test and concluded with the following: "this valve was reportedly explanted at implant in the tricuspid position due to a 2+ regurgitation. Since no echocardiography was provided, the behavior of the valve and the regurgitation observed in vivo cannot be confirmed. Edwards standardized in vitro testing showed the functionality of the valve is acceptable. There is a small amount of non-central leakage, more than three times less than the 20% maximum allowable for this size valve per iso5840:2005. This amount of leakage would not merit a "2+ regurgitation" observed in vivo. However, it is possible that discrepancies may exist in the results obtained from in vitro testing versus that from in vivo; particularly when a mitral pericardial valve is put in a tricuspid position where the hemodynamic environment is quite different.

Manufacturer narrative:
As received, minor serrated markings, most likely due to surgical tool, were noted in leaflet 1. The valve was sent to r&d. Method: xray. Additional manufacturer narrative: operative report, echo, patient history and medications report were requested; however, report indicated that this information cannot be provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device is currently with research and development for functional testing. Investigation is on-going.